Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr. Was 1.8/2.6. A repeat test result on another device was 3.0 inr. The device was replaced and requested to be returned for evaluation.